Event description:
It was reported that the 8800 system would reboot on its own and the collimator closed down. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.